Event description:
It was reported that during a coronary stent procedure of a saphenous vein graft, the stent dislodged. The physician was unable to advance the delivery/stent device beyond the proximal segment of the graft. Resistance was encountered while attempting to retract the delivery/stent device. The entire system was removed and upon removal it was noted that the stent had dislodged. No attempt was made at retrieval and the undeployed stent remains in the pt. Pt status is listed as "okay".